Event description:
It was reported the pt had discomfort at the ipg site. It was reported the pt was slender, and the ipg site discomfort was causing more pain than her original pain. The physician explanted the ipg and left the lead in place for a possible future implant.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.